Event description:
Customer reported she has had frequent air bubbles in the tubing for her insulin pump. She has had this issue for years. Customer's blood glucose was 404 mg/dl. She treated with the device. The air bubbles can be as big as three inches. Customer was advised rewinding the device with the reservoir in place will create air bubbles. The issue is a past event, so troubleshooting could not be done. Currently there are no air bubbles in the tubing. Customer was advised to call when the issue occurs for troubleshooting. Her last blood glucose was 392 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.